Manufacturer narrative:
Additional information was received that the patient was having pain near the pocket site. The patient underwent an explant procedure. The physician did not suspect device malfunction. Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: cover edge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. It was noted that the pocket was too shallow and was about to erupt to the skin. The patient underwent a revision procedure.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. It was noted that the pocket was too shallow and was about to erupt to the skin. The patient underwent a revision procedure.